Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. Visual examination of the shaft and device showed damage in the form of multiple kinks from the tip to 46cm proximal. The catheter shaft showed a leak at the 46cm location. The functionality of the device was checked by setting up the product per the directions for use. The device primed as designed. There were no issues with running the device. The device activated and was run for a period of 3 minutes in the blades up and down modes. No errors were noticed on the console. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the blades of the device worked slow and not running at proper speed. A 2.4 mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure inside the patient, it was observed that the device appeared to be working slow and was not running at the proper speed. The procedure was completed with another of the same device with an excellent outcome. No patient complications were reported.